Event description:
It was reported that the right ventricular lead impedance was elevated at recent office visit. The lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance was elevated at recent office visit. It was also reported there was an increased impedance on the rv lead. The lead is still in use. No patient complications were noted as a result of this event.